Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this electrode system impedance read at 110 ohms, when the defibrillation threshold (dft) test was attempted, it failed to convert the rhythm twice at max output. The representative recommended to the physician that they had to get closer to the sternum. The physician decided to retire the case. On a separate day the patient was successfully implanted with an implantable cardioverter defibrillator (ICD). This electrode was removed prior to pocket closure. No adverse patient effects were reported. This product was returned and is pending analysis.

Event description:
It was reported that during the implant procedure for this electrode system impedance read at 110 ohms, when the defibrillation threshold (dft) test was attempted, it failed to convert the rhythm twice at max output. The representative recommended to the physician that they had to get closer to the sternum. The physician decided to retire the case. On a separate day the patient was successfully implanted with an implantable cardioverter defibrillator (ICD). This electrode was removed prior to pocket closure. No adverse patient effects were reported. This product was returned and is pending analysis.